Manufacturer narrative:
Device history records review was completed for part: 04.614.130, lot: 6654031. Manufacturing location: brandywine, manufacturing date: apr 22, 2011. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 04.614.130. Lot number: 6654031. Date of manufacture: 22-04-2011. Place of manufacture: (B)(4). Part expiration date: none. List of nonconformances: none. Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes affiliate. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a posterior cervical procedure on (B)(6) 2018, one (1) 3.5mm titanium cancellous polyaxial screw and two (2) 4.0mm titanium cancellous polyaxial screws were found detached from the shaft prior to use on the patient. Surgery was completed using another set of screws. No adverse consequence to the patient was reported. This report is for one (1) 4.0mm titanium cancellous polyaxial screw. This is report 3 of 3 for (B)(4).